Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: "could you please provide more details for "there was a failure with methylene blue overlap"? - it is common for doctors to use methylene blue through a probe inserted in the stomach to test for leakage after stapling. In this case, the doctor noticed the leakage of the blue methylene by the anastomosis. Could you please clarify if the 3 reloads presented same issue? The 3 charges were used in the same procedure on the same tissue. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Some had good form but these 3 claimed loads did not. If yes, was the staple line complete? In 4 other used loads it was well. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?" If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric surgery bypass and gastroenterological stapling line using echelon powered stapler there was a failure with methylene blue overlap. Reloads were changed. After leakage of medical methylene blue he realized the failure in the stapling line and made a manual suture using suture thread. The event occurred with three reloads. Surgery was delayed for 35 minutes. Procedure successfully completed with no patient consequence.